Manufacturer narrative:
(B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual and tactile examination found multiple hypotube kinks. There were no issues with the mid shaft, inner or outer polymer extrusion. The crimped stent was examined and distal stent damage was noted; strut rows 1-2 from the distal end of the stent were damaged. The balloon cones were examined and no issues were noted, the balloon had not been subjected to any significant positive pressure. The crimped stent od (outer diameter) of the undamaged section was measured and was within max crimped stent profile measurement. There was no issues with the balloon. The tip was visually and microscopically examined and no issues were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 24-jul-2017. It was reported that crossing difficulties were encountered. Vascular access obtained via the right radial artery. The 95% stenosed, de novo target lesion was located in the severely tortuous and mildly calcified distal right coronary artery. After pre-dilatation was performed with a 1.5x6mm and 2x12mm balloon catheters, a 2.50x16mm promus element¿ plus drug-eluting stent was advanced but failed to cross the lesion despite multiple attempts. The device was removed and dilatation was performed again with the 2x12mm balloon catheter. The 2.50x16mm promus element¿ plus drug-eluting stent was advanced again but still failed to cross the lesion and the procedure was terminated. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.